Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states they have changed out the battery and tried two different ones from different packs and the device will not turn on. The customer's blood glucose level at the time of incident was 118mg/dl. Troubleshoot was conducted. The display remained blank, and the customer was advised the pump would have to be replaced and returned for analysis.